Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after interrogation without issue the electrograms (egms) disappeared. One light was observed on the patient connector and the screen of the programmer froze to an error message. The programmer was rebooted and the issue was resolved. The programmer remains in use. No patient complications have been reported as a result of this event.